Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a stroke and a seizure and was admitted to the hospital. On (B)(6) 2022, low flow alarms were observed.

Event description:
Additional information: it was reported that the patient had an ischemic stroke. On (B)(6) 2022 low flow alarms were observed which were due to dehydration. The patient's fluid intake was increased. The patient experienced left hemiparesis.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the device and the reported seizures/stroke could not be conclusively established through this evaluation. The submitted log files captured transient low flow events on 23oct2022 and 26oct2022. A low flow alarm was also captured on 31oct2022 when low flow events were sustained for 10 seconds or more. No other notable events were observed, and the pump appeared to have operated as intended above the low speed limit. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists stroke as an adverse event which may be associated with the use of heartmate ii lvas. This section also provides an explanation of all pump parameters, including pump flow. Section 4, ¿system monitor,¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses the assessment of pump flow. This section also lists hypovolemia as a potential late postimplant complication. Under ¿anticoagulation¿, this section provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The heartmate ii lvas patient handbook is also currently available. The IFU and patient handbook both outline all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.